Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001500525 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The incoming records include elongation and tensile testing as part of the supplier's certificate of conformance, no failures were reported. We were unable to confirm any cause of the failure related to reported patient death. Based on the available information we are not able to identify a root cause at this time. Manufacturing personnel have been notified of this incident and awareness training was provided. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacture narration.

Event description:
Patient one- it was reported by the customer that a portion on the catheter broke off and remained in the pleural cavity. Verbatim: per our conversation earlier today we have had two separate incidents involving the plurex catheters, specific to their removal. On two separate patients (in two different hospital locations) we had a portion of the catheter break off and remain in the pleural cavity. One patient was end of life and it was decided the outcome was not worth the risk and it was left in the patient. The other patient did have to have the catheter surgically removed. Per email 04/11/2023 : please answer the following questions: were any samples and/or pictures of the issue available? No, both products were disposed of . How long did the patients have the catheters in place? Is the lot number available for the other device? The other device was not placed at our facility so we do not have the lot# for it is the date of events available? Both happened on 4/3. There was a mention that it happened at two hospitals, is the name of the other facilities available? One happened at our main campus and the other at our (B)(6). Lot number associated with patient number one and number two broken catheter. Patient number one- per event description - one patient was end of life and it was decided the outcome was not worth the risk and it was left in the patient. Lot number 0001500525. Patient number two- the other patient did have to have the catheter surgically removed.¿ not placed at our facility therefore we do not have lot # per email 04/13/2023 : to add on to nicole¿s comments in red and add some updates, patient 1 who was on palliative care at the time has passed and did not end up seeking cts services for surgical removal.

Event description:
Patient one- it was reported by the customer that a portion on the catheter broke off and remained in the pleural cavity. Verbatim: per our conversation earlier today we have had two separate incidents involving the plurex catheters, specific to their removal. On two separate patients (in two different hospital locations) we had a portion of the catheter break off and remain in the pleural cavity. One patient was end of life and it was decided the outcome was not worth the risk and it was left in the patient. The other patient did have to have the catheter surgically removed. Per email (B)(6) 2023 : please answer the following questions. Were any samples and/or pictures of the issue available? ¿ no, both products were disposed of how long did the patients have the catheters in place? Is the lot number available for the other device? ¿ the other device was not placed at our facility so we do not have the lot# for it is the date of events available? ¿ both happened on 4/3 there was a mention that it happened at two hospitals, is the name of the other facilities available? One happened at our main campus and the other at our (B)(6). - lot number associated with patient number one and number two broken catheter. - patient number one- per event description - one patient was end of life and it was decided the outcome was not worth the risk and it was left in the patient. Lot number 0001500525 - patient number two- the other patient did have to have the catheter surgically removed.¿ not placed at our facility therefore we do not have lot # per email (B)(6) 2023 : to add on to (B)(6) comments in red and add some updates, patient 1 who was on palliative care at the time has passed and did not end up seeking cts services for surgical removal..

Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a24, patient problem code: f02.